Event description:
Customer originally called to report that the multiclix device did not prime or fire. Upon review by the first level investigation unit, it was found that the lancet protrudes beyond the end cap of the lancet device. No accidental stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.